Event description:
Boston scientific received information that during a routine in-clinic follow up, the right atrial (ra) lead safety switch feature was observed to be activated. It was noted that the patient had previously been lost to follow up. The ra lead exhibited noise, increased pacing impedance measurements resulting in 1,200 ohms in bipolar configuration and loss of capture (loc) at maximum outputs. It was noted that the patient was not pacemaker dependent in the atrium. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the local field representative that the device was programmed to ventricular only therapy. The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.